Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Literature article entitled ""the depuy proxima¿ short stem for total hip arthroplasty ¿ excellent outcome at a minimum of 7 years"" written by csaba gombar, gabor janositz, gabor friebert, and krisztian sisak published by the journal of orthopaedic surgery published online/accepted by publisher 25 feb 2019 was reviewed. The article's purpose was to evaluate the clinical and radiological outcome of the depuy proxima short stem at a minimum of 7 years. The study followed 81 patients (86 procedures) under the age of 70. Specific patient information was available on 2 patients, there was no patient specific patient information on the remaining patients. X-ray images can be found on page 3 of the article. Adverse events: 1) case 1: male. (B)(6). Post-operative femur fracture due to trauma. Treated conservatively with no indicated revision nor invasive treatment. Fracture healed. 2) case 2: male. (B)(6). Patient underwent a revision due to stem migration, malpositioning, undersized implant, and osteolysis. Stem, head, and liner revised. 3) case 3: multiple patients without specific patient identifiers. Revision(s) due to stem loosening at the bone to implant interface, intra-operative femur fracture, dislocation of the head and liner, cup malpositioning. 4) case 4: multiple patient without specific patient identifiers. Identified stem malpositioning with no evidence of revision nor invasive treatment.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.